Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, and occlusion tests. No motor error alarm noted. The motor passed the motor test. No unexpected motor noise noted. The device had intermittent button response due to flattened esc button dome switch. The device had received with cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched display window, and missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a prime. The customer also stated the motor makes a noise and the buttons were unresponsive. Customer's blood glucose was 14.8 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)